Manufacturer narrative:
.

Event description:
It was reported that the patient developed an infection of the pump pocket and the pump was explanted. The pump was used to deliver lioresal. It was further reported that the patient was given unspecified perioperative antibiotics. In 2008, the patient was diagnosed with an infection. The patient did not have meningitis. The patient signs/symptoms of infection were fever, redness, and incisional wound opening. A culture was taken of the device pocket (date not reported) and revealed pseudomonas. The patient was treated with unspecified intravenous antibiotics and the entire device system was explanted. The infection resolved.